Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator. It was reported that the patient experienced discomfort, described as electrical surges, when she approached everyday electronic devices/equipment such as a refrigerator, television, car, et cetera. The discomfort happened when in presence of electronic devices. Electrical impedances were controlled both in the presence and absence of neighboring electronic equipment and they were normal. Different programming was tested, but remained unsatisfying. The issue was not resolved as of (B)(6) 2017. No surgical intervention occurred or was planned. The patient was alive with no injury. The issue occurred during normal use. Neuropathic pain in the right arm was noted as patient medical history.